Event description:
Customer called in to report that her insulin pump alarming and she is unable to clear the alarm. Customer stated that she was trying to prime the infusion set and was unable because the insulin pump keeps alarming. Customer states that she is also calling to setup her replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.